Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 3006705815-2020-31437 & 1627487-2020-31471. It was reported the patient experienced ineffective stimulation due high impedances on one lead. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The event of lead explant/replacement due to ineffective therapy caused by high impedance on one lead was reported to abbott. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.